Event description:
Bone has grown around the joint so that joint no longer moves. Rptr was told this could happen. The only solution, according to drs, is to chip around area and then apply radiation. Apparently this is rptr's only option. Rptr has knee problems because of hip immobility. Three other drs also recommend medication after revision surgery (chipping surgery).

Event description:
Add'l info rec'd from rptr 4/11/01: they cannot replace the knee until the hip work is done, or remove the baker's cyst which formed because of knee damage. All of this is very debilitating and the cyst is especially painful. The other hip should also be replaced (it was scheduled for one month after this surgery) but with the problems from this implant rptr's cancelling. If there is sensitivity to stainless steel implants with some people perhaps this should be noted and tests done before replacement surgery.